Manufacturer narrative:
Additional product code: hwc. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
On an unknown date, the patient was implanted with a tfn nail. Upon follow-up with the surgeon, the patient complained that the tfn nail caused him pain. Per the patient¿s request, he was returned to the o.r. On (B)(6) 2013 for hardware removal. The devices were easily removed and there were no reported problems during surgery. The patient is expected to recover normally. This is 2 of 3 reports.